Event description:
During a review of the pump?s event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 807:04, which interrupted delivery. This was not reported by the customer. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective pump head module. To correct this condition, the pump head module was replaced. If any additional information is received, a follow-up MDR will be sent.